Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found an issue with the new epx database, specifically being unable to perform a cbct (cone beam computed tomography) spin. Upon troubleshooting, to resolve the issue, the fse updated the epx database with support from the iq team and reverted to the previous database, which restored system functionality. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform rotation movements. No harm was reported to philips. Philips has started an investigation of this complaint.